Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage occurred. Details of the lesion are unknown. After inserting the device into the sheath, the 2.75x38mm taxus element was kinked on the passage to the connector. It was noted that stent damage occurred. The procedure was completed with another with the same device. No patient complications were reported and the patient status is stable. The product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
A visual and microscopic examination found no issues with the device. No kinks or damage were noticed along the shaft of the device. The tip, balloon and stent sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is not confirmed. No evidence of either the alleged issue(s) or any defect which could have contributed to the event was noted. (B)(4).

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage occurred. Details of the lesion are unknown. After inserting the device into the sheath, the 2.75x38mm taxus element was kinked on the passage to the connector. It was noted that stent damage occurred. The procedure was completed with another with the same device. No patient complications were reported and the patient status is stable. The product is only ous approved but it is similar to an approved us device.